Event description:
Essure: severe sharp pains in pelvic, ovary region during sex and shortly after, heavy periods/changes tampons every 15 minutes, bleeds through tampons and pads, weight gain, hair loss, fatigue, blurry vision.